Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-01165. It was reported that the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced and repositioned back to their original location. Postoperatively, patient has effective therapy.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-01165.